Manufacturer narrative:
A ge rep evaluated the system and repaired the power cord plug. The system operates as intended.

Event description:
The customer reported the system stopped working while in use. No pt injury was reported.